Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 7.34 x 2.96mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm mega suture cut needle driver instrument was damaged. No fragment fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: "there was no harm to the patient on any of the 3 arms. No delay in cases-we had back up arms. The procedures were all completed using robotic arms. As far as the actual damage/issue, I can't be sure. I have no additional information."